Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed elective replacement indicator (eri) due to low battery voltage prior to explant. (B)(4).

Event description:
It was reported that the patient developed pacemaker syndrome with shortness of breath, dizziness, and lightheadedness. The implantable pulse generator (ipg) had reached recommended replacement time (rrt) and was in vvi mode. The device was reprogrammed to ddd and later explanted and replaced. No further patient complications have been reported as a result of this event.